Event description:
According to the reporter: the end of the straight plastic part splits when pressure is put upon the roticulating/articulating tip of the instrument when extended.

Manufacturer narrative:
(B)(4).